Event description:
It was reported that during a da vinci-assisted surgical procedure, during tissue dissection, the instrument indicated a sealing error. The message on the screen was followed, but the instrument was not recognized upon reinstallation, and a backup instrument was used. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that it was before starting the sealing process. When surgeon tried to seal tissue between the instrument jaws.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessell sealer extend was analyzed and found that failure analysis found the primary failure of loose grip cable proximal end to be related to the customer reported complaint. Visual inspection found the grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed initialization test and jaws not to open and close properly. Additional observation(s) related to customer reported complaint: the instrument was found to have failed during initialization based on both the log review and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. Review of the msc logs verified one homing failure with error code "22026" and description "vessel sealer extended failed during homing on usm1 (toolid: vessel sealer extended)." The dsp logs displayed one ¿mdtrace_vs_home_fail" error. The loose grip cable at the proximal likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases. The instrument was found to have two errors ¿22024¿ ¿ grip torque is outside the expected range on usm1 (instrument installed: vessel sealer extended / rfid: 404572229) / error class 0¿ low torque failure(s) based on msc log review. Error code 2202 log_strong_grip_low_torque was seen, indicating that the instrument exhibited low torque during use, which typically results in a sealing malfunction. Dsp logs displayed the error "mdtrace_strong_grip_fail." Initialization test was bypassed and hard grip force test performed. The instrument failed grip force test 3.39308584". Low torque errors are often caused due to loose grip cable in the proximal end, which could be due to component failure on account of usage or due to a manufacturing error, where the grip clamping pulley has a loose screw. Root cause attributed to component failure. .